Manufacturer narrative:
One medfusion pump was received with the cases in excellent condition. The right plunger case was cracked and there was visible contamination by the "l" bracket pole clamp. The plunger assembly was also contaminated as well as the ear clip. The event history log was reviewed and there was a motor not running error. Occlusion and infusion tests were performed and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined as there was no physical damage or contamination inside the pump. The worm coupling, worm gear and motor mount were replaced as a preventative measure. Parts of the drive train assembly, ear clip. Plunger case assembly, plunger board and the battery were replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor not running error. There was no reported adverse event.